Event description:
During a procedure to repair an intertrochanteric fracture resulting from an injury on (B)(6) 2012, it was reported that the tabs on the coupling were bent. When used with the lag screw, the screw would not seat with the plate. The surgeon removed the lag screw then inserted a new dhs lag screw using the same plate, and using a different inserter. The surgeon was not able to use the original lag screw because he could not get the original lag screw to couple properly after initial insertion. The surgery was completed without further incident. Surgery was extended by approximately 5-10 minutes. No adverse effect to the patient was noted. There was no reported complaint with plate used. This is 2 of 3 reports for the same event.

Manufacturer narrative:
The centering shaft was able to mate with the supplied dhs lag screw, however the dhs/dcs insertion wrench was not able to fit over the dhs lag screw. The lag screw has a larger diameter and width, compared to the centering shaft, so the insertion wrench will engage and drive it into the femoral neck and head. In order for the tangs on the centering sleeve to be deformed (clock-wise direction), misuse of the instrumentation had to occur. The insertion wrench most likely was not fully seated onto the lag screw and the user proceeded to apply torque for insertion which led to the deformation of the tangs on the centering shaft along with the lateral end of the dhs lag screw. This caused the condition of the dhs/dcs insertion wrench not engaging onto the dhs lag screw.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Visual inspections noted the returned guide shaft exhibits post production damage that is consistent with field use. The two tangs on the end of the shaft are bent indicating force was applied in a clockwise direction. The tangs are also deformed due to the twisting of the metal. This is consistent with over torquing the instrument in use. Because the product was returned damaged, the relevant feature dimensions are unobtainable. Hardness test was checked with niton 05 and found to meet specifications. Without a lot number, the device history records review could not be completed.